Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and moderately calcified peripheral artery below the knee. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. However, on second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and moderately calcified peripheral artery below the knee. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device eval by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen and balloon. There was a tear in the balloon on the proximal end of the balloon. There was no other damage noted with the device. The reported balloon burst was confirmed.